Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient implanted with a neurostimulator (ins) for complex regional pain syndrome type ii. It was reported that the patient had a stimulator and they described it as electric and said it was shocking. However, it was clarified that the device was not shocking the patient, ¿that was just the word the patient used to describe the stimulation.¿ it was reported that it was located on the right side and that they had it removed because it wasn¿t working according to their doctor. No further complications were reported/anticipated.